Manufacturer narrative:
It is unknown whether or not the unk screw was explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient had an operation 4 months ago, and the patient felt pain on his humerus, so he came to hospital. After x-ray's were taken, it was discovered that the philos is broken. Re-operation was on (B)(6) 2015. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown when pain started. This report is for unknown screw/unknown lot number. Original implant date, was 4 months ago, actual date unknown. Device is not expected to be returned for manufacturer review/investigation. Internal review was performed. The investigation of the complaint articles indicates that the: x-ray request, x-ray reviewed and confirmed that the plate is broken as described in the complaint, as seen in both the photograph and x-ray. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.